Event description:
It was reported that the patient had broken lead wires and the hcp (healthcare provider) wanted to repair the device but the patient was thinking she wanted it removed because it really hadn't helped her. Right when it was implanted it worked for the patient. She had some numbing in her toes and could feel the shocks. Around (B)(6) 2012 the patient didn't feel anything. She went to the doctor in (B)(6) 2014 and it was determined that the leads were broken. The removal was set for monday. It was noted that the patient could not take oral medications because they dry her mouth out. The healthcare provider noted that the patient requested removal of interstim hardware as the patient said "problem resolved" and the patient lacked insurance coverage for future battery replacements. The patient was to have the device removed at another location.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v133358, implanted: (B)(6) 2008, product type: lead. Product ID: 3093-28, lot# v133358, implanted: (B)(6) 2008, product type: lead. (B)(4).